Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer called in to advise that her seat ripped about 3 inches in the front.